Event description:
Reporting status: serious injury. Reporting rationale: thrombosis requiring medical intervention. Device issue: none. It was reported that the patient underwent successful ptci to the proximal left anterior descending artery (lad) in 2008. The patient presented with elevated enzymes on a week later, and on the next day, catheterization revealed sub acute in-stent thrombosis of the lad. Aspiration was performed on the thrombus and a non complaint balloon was used to further open up the in-stent area. The thrombosis shifted into the diagonal which resulted in pre-dilation with a semi-compliant balloon and implanting a bare metal stent. Another stent was implanted into the proximal/mid lad/distal end of the stent to treat a possible dissection. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation - thrombosis, as listed in the promus instructions for use and product risk assessment is a known risk associated with coronary stenting and is not necessarily an indication of a product quality issue. Elevated cardiac enzymes can occur as a result of many things including, a normal percutaneous coronary intervention (ptci) procedure, likely as a result of the balloon inflation restricting blood flow in the vessel. In this case, it is likely that the elevated enzymes are a secondary effect of the thrombosis which resulted in ptci and hospitalization.